Event description:
The facility called stating that a patient was driving the chair and allegedly ran over the plug and cut the cord.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m91, serial number/date code (B)(4) is approximately 3 years 3 months old. The owner's manual part number 1141450 rev e (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. This device is utilized at a facility. The patient's age, height and weight are unknown. The patient's medical condition, stability and medication regimen are unknown. The patient's technique while using the device is unknown. The maintenance history of the device is unknown. The facility called stating that a patient was driving the m91 power chair when they allegedly ran over the plug and cut the cord. No other information is available. There was no actual malfunction of the device. No injury alleged.